Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Initial reporter: the theater manager h3 other text : device not returned to manufacturer.

Event description:
On (B)(6) 2023 getinge became aware of an issue with one of our accessories - 113070ac - maquetmatic. As it was stated, during the surgery, anti-rotation pin of the leg plate came out of its housing causing the leg plate to turn around its fixing axis which led to a change in position of the patient's leg. No patient or staff injury has been reported. The patient is currently being monitored to confirm there was no medical consequence. We decided to report the issue based on the potential for serious injury if the situation, namely unintended movement of leg plate leading to change in a position of patient's leg, was to reoccur. According to the provided information, there is a possibility the affected device is composed of two leg plates with different serial numbers due to the mix up made by the customer.

Manufacturer narrative:
Getinge became aware of an issue with one of our accessories - 113070ac ¿ maquetmatic used with 113112b0 ¿ betastar mobile operating-table EU. As it was stated, during the surgery, the anti-rotation pin of the leg plate came out of its housing causing the leg plate to turn around its fixing axis which led to a change in position of the patient's leg. No patient or staff injury has been reported. The patient was being monitored to confirm there was no medical consequence and such have not been observed. We decided to report the issue based on the potential for serious injury if the situation, namely the unintended movement of the leg plate leading to a change in a position of the patient's leg, was to reoccur. With the investigation performed it was concluded that upon the event occurrence, the device was being used for the patient¿s treatment and, thus, was directly involved with the reported incident. As the malfunction was assessed by the getinge service technician and the customer had to perform a repair, it was considered that the getinge device was not up to the specification. A review of the received customer product complaints revealed that there were no serious injuries to a user nor to a patient or operator when this particular issue occurred. The complaint investigated herein is a single and isolated case. According to the provided information, there was a possibility the affected device is composed of two leg plates with different serial numbers due to the mix-up made by the customer. It has been assessed by the getinge service technician that the anti-rotation pin of the leg guard (component number 50076274) has come out of its housing. The technician has recommended the return of the pair of leg plates to the workshop to perform the repair. However, the device has not been returned by the customer. The customer has decided to perform the repair on their own. Therefore, there was no getinge service visit conducted. In summary and as a result of the performed root cause evaluation, it was concluded that no malfunctions with the anti-rotation pin of the leg guard were previously reported so it can be suspected that the issue occurrence might have been related to the device¿s age. However, the device inspection has not been performed as the customer did not send the device to the repair center, despite the technician¿s request. Therefore, the root cause of the reported issue, namely the leg plate turning around its fixing axis which led to an unintended change in the position of the patient's leg, remains impossible to define as the malfunction related to wear and tear could not be confirmed. We currently do not have any information that would warrant further action towards the device manufacturing or devices on the market, however as per our complaint handling processes will continue to monitor the customer experiences with the device for any future information. The correction of b5 describe event or problem and h4 device manufacture date fields deems required. This is based on the internal evaluation and the additional information that has been received. Previous b5 describe event or problem: on 27th july 2023 getinge became aware of an issue with one of our accessories - 113070ac - maquetmatic. As it was stated, during the surgery, anti-rotation pin of the leg plate came out of its housing causing the leg plate to turn around its fixing axis which led to a change in position of the patient's leg. No patient or staff injury has been reported. The patient is currently being monitored to confirm there was no medical consequence. We decided to report the issue based on the potential for serious injury if the situation, namely unintended movement of leg plate leading to change in a position of patient's leg, was to reoccur. According to the provided information, there is a possibility the affected device is composed of two leg plates with different serial numbers due to the mix up made by the customer. Corrected b5 describe event or problem: on 27th july 2023, getinge became aware of an issue with one of our accessories - 113070ac ¿ maquetmatic used with 113112b0 ¿ betastar mobile operating-table EU. As it was stated, during the surgery, the anti-rotation pin of the leg plate came out of its housing causing the leg plate to turn around its fixing axis which led to a change in position of the patient's leg. No patient or staff injury has been reported. The patient was being monitored to confirm there was no medical consequence and such have not been observed. We decided to report the issue based on the potential for serious injury if the situation, namely the unintended movement of the leg plate leading to a change in the position of the patient's leg, was to reoccur. According to the provided information, there was a possibility that the affected device is composed of two leg plates with different serial numbers due to the mix-up made by the customer. Previous h4 device manufacture date: 01/01/2009. Corrected h4 device manufacture date: 01/27/2009. Previous d4 serial # (B)(6). Corrected d4 serial # (B)(6).

Event description:
On 27th july 2023, getinge became aware of an issue with one of our accessories - 113070ac ¿ maquetmatic used with 113112b0 ¿ betastar mobile operating-table EU. As it was stated, during the surgery, the anti-rotation pin of the leg plate came out of its housing causing the leg plate to turn around its fixing axis which led to a change in position of the patient's leg. No patient or staff injury has been reported. The patient was being monitored to confirm there was no medical consequence and such have not been observed. We decided to report the issue based on the potential for serious injury if the situation, namely the unintended movement of the leg plate leading to a change in the position of the patient's leg, was to reoccur. According to the provided information, there was a possibility that the affected device is composed of two leg plates with different serial numbers due to the mix-up made by the customer.